Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the post feature to be fractured off. The proximal and distal surface was damaged with nicks, gouges, worn, and discolored. The unit was examined under magnification identifying the fracture of the post from the main body was caused by overloading. Additionally, material composition testing identified the fractured post and remainder of the bearing to be the ftir spectrum to be identical. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown - unknown tibial component - unknown; unknown - unknown femoral component - unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient presented to the surgeon's office and complained of his knee feeling unstable. The surgeon took the patient for a revision surgery and during the surgery noted that the stem of the poly had broken off. No foreign bodies were retained. Attempts have been made and all available information has been provided.